Manufacturer narrative:
Product analysis: unable to perform pre-repair temperature test as the bur was not getting locked in collet assembly. Visual inspection found the hand piece cosmetically not ok. The collet assembly was corroded and the collet was not locking. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the drill's motor gets heated. Event found pre-op. There was no patient involvement.